Manufacturer narrative:
One straight micrographer was returned for evaluation. Visual assessment of the grasper confirmed the breakage. The upper jaw has broken off and not returned for examination. The lug portion of the jaw remains attached to the shaft. The normally sharp teeth on the lower jaw are rounded over. This condition of the device indicates it was subjected to excessive force during use.

Event description:
It was reported that the instrument broke during the surgery. No patient injuries were reported.